Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to obtain readings normally, however led segments on the display were found to not illuminate. Internal inspection isolated the failure to an intermittent open circuit across an led segment of the instrument board. A service history record review reveals that this device was in the field for over one (1) year. No confirmed failures related to this reported event were indicated. (B)(6).

Event description:
The customer reported a missing display segment. No consequences or impact to patient were reported.